Manufacturer narrative:
The syringe malfunction or probe leak might potentially impact staining performance. No erroneous staining result was reported by customer in connection with this incident. No patient or user harm was indicated.

Event description:
Field service engineer found leaking syringe during the instrument repair. The dripping liquid caused corrosion of the syringe pump wiring board. The engineer replaced syringe pump, syringe pump cable, aspiration and dispense check valve. Instrument is in specifications and performers as intended. The customer used another instrument for patient tissue testing during the repair. There was no delay in diagnosis.